Event description:
End user's wife reports "peeling it open and paper will tear unevenly. She said shortly after he started using catheters with this issue he was diagnosed with a uti of klebsiella. This infection is very difficult to clear. She said last sunday night he just finished a course of cefdinir for a uti diagnosed previously to be klebsiella via a urine specimen and then by this past wednesday night pus was noted in his catheter with intermittent catheterizations. Another urine specimen was collected and urine cultures showed it was again klebsiella. Another round of oral cefdinir has been ordered and he is currently taking this. His other symptoms of uti are rapid cognition changes, diaphoresis and his temperature runs low instead of high. She states she suspects the defect of the paper tearing unevenly could have contributed to these recent utis. She tries to avoid the catheter accidentally touching the outside of the packaging however with this defect she is not sure if maybe it touched a few times, inadvertently contaminating the catheter prior to use. She is a retired critical care nurse, past nurse instructor as well and ensures her technique is as clean as possible, ensuring proper hygienic technique. She cleanses meatus him with iodine and uses sterile gloves as well. He does take prednisone, gets 2 liters of lactated ringers weekly to keep him hydrated due to his history of dehydration diagnosis of dystonic bowel. He is also taking d-mannose to help prevent utis. She stores them in a room temperature environment."

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005471919.